Manufacturer narrative:
The insulin pump passed the operating currents measurement, self -test, rewind, basic occlusion, prime and displacement test. The insulin pump was received with stuck motor error alarm loop during bolus delivery and alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error, occlusion and no delivery test due to motor error alarm. The insulin pump had cracked case at display window corner and minor scratched display window,.

Manufacturer narrative:
Pump passed the operating currents measurement, self test, rewind, basic occlusion, prime/a33 and displacement test. Pump was received with stuck motor error alarm loop during bolus delivery and e70 alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the a21 error, occlusion and no delivery test due to motor error alarm. Pump had cracked case at display window corner and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarms and a motor position encoder error alarm. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.